Manufacturer narrative:
Additional information received: reportedly, when the surgeon examined the eye prior to planned lens exchange surgery, it was discovered that the lens had rotated. The surgeon repositioned the lens and the problem was resolved. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -17.0/+2.5/097 (sphere/cylindar/axis), into the patient's left eye (os) on (B)(6) 2012. Reportedly, the surgeon notes excessive vault and refractive change over time. Attempts to obtain additional information have not been successful.